Manufacturer narrative:
The external visual inspection revealed the antenna coil was sliced and the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut antenna coil wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. This is due to the antenna condition. The antenna condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced skin flap irritation and breakdown at the implant site. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding explant details and recipient status were unsuccessful. This is the final report.